Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 349, 402, 211, 447 and 514 mg/dl. The customer stated his expected am fasting blood glucose test result range is 90-150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that based on the high results he took insulin which resulted in him experiencing a hypoglycemic episode. No medical attention associated with the use of the product was reported. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 10/23/2026 and per the customer the open vial date is 3-4 weeks ago. The meter memory was reviewed for previous test result history: result 1: 349 mg/dl: date: (B)(6) 26 time: 12:27pm fasting pm result 2: 402 mg/dl: date: (B)(6) 26 time: 12:26pm fasting pm result 3: 211 mg/dl: date: (B)(6) 26 time: 2:57pm fasting pm result 4: 447 mg/dl: date: (B)(6) 26 time: 2:09pm fasting pm result 5: 514 mg/dl: date: (B)(6) 26 time: 2:09pm fasting pm

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 09-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 02-apr-2026: h10: meter was returned. Product testing was performed and no defect found on returned meter. Test strips were returned for evaluation. Product testing was performed and defect found on returned strips - e-0 with blood. Root cause: rc-061: storage outside specifications.